Manufacturer narrative:
Manufacturer¿s investigation conclusion. The report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed through the onsite evaluation by an abbott technical services representative. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that percutaneous lead separation at distal end bend relief was observed. Clam shell repair was installed on 07oct2020.